Manufacturer narrative:
This event occurred in (B)(6). The customer's qc was acceptable. The customer confirmed no further issues occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable hba1c iii tina-quant hemoglobin a1c iii results for one patient tested on a cobas 6000 c (501) module. The patient's initial hba1c result was not reported outside the laboratory. The customer performed repeat testing for confirmation. The patient's initial hba1c result was 4.9%, and the patient's repeat results were 5.6% and 5.6%. The customer determined the repeat results were correct. The hba1c reagent lot number was 452526 with an expiration date of 31-jul-2021.